Event description:
It was reported to Minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) MMT-1880. Troubleshooting was performed. Customer reported physical damage to the battery compartment of the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. MMT-1880 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5. Pump failed to boot up once installing AA battery, Blank Display was noted. Unable to perform the Sleep Current Test, Active Current Test, and Self-Test due to Blank Display. Test P-cap locks properly into the reservoir compartment. Unable to download pump history files and traces using THUMP software due to Blank Display. Pump was cut open to perform visual inspection and found a misaligned battery tube. The following were also noted during visual inspection: Corroded Battery Tube, Corroded Battery Tube Spring, Battery Tube Threads - Cracked, Cracked Case, Scratched Case, Cracked Keypad Overlay, Stained Keypad Overlay, Pillowing keypad Overlay, Cracked Case (Battery Tube), Cracked Case-Corner of Belt Clip Rails, Battery Cap Contact Missing, and Label Damage. Blank Display was confirmed during testing due to a misaligned battery tube. Cosmetic Damage was confirmed at the battery compartment. Battery Cap contact missing was confirmed during visual inspection. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.